Event description:
It was reported that the touch screen would not function. No injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.